Event description:
Pt reported obtaining back-to-back glucose results of 55mg/dl and 319 mg/dl, while using the suspected device. Pt also reported performing an add'l set of back-to-back test, 6 days earlier with results of 33mg/dl and 355mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.